Event description:
The customer reported that the t: slim x2 pump battery would not charge. Despite attempts to use different charging cables and adapters, the issue persisted, as indicated by a power source alert in the pump history. There was no adverse impact on the customer¿s blood glucose level. To address the problem, technical support arranged to send a replacement tandem cable and wall adapter with two-day shipping. Additionally, the customer was advised to consult with their healthcare provider for backup therapy if the pump battery depleted before the arrival of replacement supplies.